Manufacturer narrative:
(B)(4). The incident sample was not returned to covidien for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The incident was identified from a review of literature in the journal of surgical oncology 2006; 94: 392-395 high operative risk of cool-tip radiofrequency ablation for unresectable pancreatic head cancer. Sixteen pts were treated during october 2003 - july 2004. The pt, with a tumor close to the portal vein, died suddenly of massive gastrointestinal hemorrhage on the 4th postoperative day. Portal vein thrombosis (pvt) had been found after the rf ablation near the main portal vein with pringle's manoeuvre, which resulted from radiofrequency hyperthermia. The portal hypertension resulting from pvt was very likely the cause of the massive gastrointestinal hemorrhage.